Event description:
The user facility reported that towards the end of a diagnostic cystoscopy, the physician had difficulty removing the cystoscope from the patient's urethra, as the distal tip was reported to have become tangled or kinked at the bending section. The user facility was contacted to obtain additional information regarding the event, and according to the facility's staff, the cystoscope was successfully removed from the patient with the assistance of another physician. The facility's staff also reported that the patient experienced minimum bleeding during the procedure, but the patient's urine was described as "moderately bloody" following the procedure. There was no patient injury reported, but the patient reportedly returned to the facility 2 days later for unknown reasons.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a tangled insertion tube. A slight restriction was initially noted in passing a forceps through an instrument channel. The angle wires were found to be in good working condition, and the angulation controls responded appropriately. The cause of the user's experience cannot be conclusively determined. Additional information is being requested from the facility, and a supplemental report will be filed within 30 days of this report. This report is being filed as an MDR in an abundance of caution.